Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7328709. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during trial procedure the patient was experiencing extreme pain. The stimulation so high that resulted to non-target stimulation and was extremely painful. The patient underwent lead pull procedure and was doing well postoperatively. The explanted device components were not returned.